Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was observed. Reprogramming was attempted to resolve the twos, however, the twos persisted with reprogramming. It was noted the patient would be seen in-office again for additional reprogramming. The rv lead remains in use. No patient complications have been reported as a result of this event.